Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 into the pt's eye and the lens tore during advancing in the cartridge. There was pt contact with the injector but not the lens. No pt injury.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows the lens optic and a haptic torn off and missing. There is another portion of the optic torn off and missing. There is clear surgical residue on the lens. The cartridge was received with no visible damage. There is clear surgical residue on the cartridge. Conclusions: no conclusion can be drawn. Based on the complaint history, cartridge lot number search and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector was not returned for evaluation.